Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were not observed. The loader was returned with the seal and tension spring inside the loader. The delivery device was not returned. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heart string iii failed to load properly. The device was used to complete the procedure. The hospital did not report any pt effects.